Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was declining to 42 mg/dl and rising to 250 and 285 mg/dl. The customer treated his highs with manual injection and lows with carbohydrates. The customer declined troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.